Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for 510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter. The customer self-treated with insulin (type/dose unknown) and subsequently, the customer experienced sweating, shaking, dizziness, and a seizure. No third-party treatment was reported as the customer indicated that their symptoms slowly subsided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the based of the sensor tail, indicating that sensor tail was inserted properly. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. An extended visual inspection was also performed on the returned de-cased sensor and observed that the sensor was damaged during the de-casing process and will not reprogram. The molex connector and pads have separated from the pcba, preventing reconnection/soldering. The same issue has happened to the antenna due to de-casing. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter. The customer self-treated with insulin (type/dose unknown) and subsequently, the customer experienced sweating, shaking, dizziness, and a seizure. No third-party treatment was reported as the customer indicated that their symptoms slowly subsided. There was no report of death or permanent injury associated with this event.